Manufacturer narrative:
Visual inspection under magnification showed minimal electrode wear with a significant amount of discoloration on the shaft near the spacer from activation. Due to the cable being severed prior to being received, the device could not be connected to a compatible controller for functional testing. However, a continuity test was conducted and found no manufacturing discrepancies related to the device. A syringe was used to test the saline and suction lines and saline flowed through-out both lines without hesitation. The complaint regarding the device was no ablating or coagulating effectively could not be confirmed and the root cause for this event could not be determined with confidence. As several factors could contribute to the reported event. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event include insufficient saline outflow or not having sufficient suction which decreases the functionality of the device. The instruction for use (¿IFU¿) contains directions regarding activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was alleged that a procise ez view wand was not ablating or coagulating efficiently. The procedure was completed successfully, however, a 30 minute surgical delay was noted. There have been no reported patient complications.